Manufacturer narrative:
(B)(4). Our investigation into this complaint is currently in progress. We will provide a follow-up report upon completion of our investigation.

Event description:
A hosp in (B)(6) reported that an opt542 adult nasal interface "fell apart" during set-up, prior to pt use.